Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient's onetouch ultra2 meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter stated that the alleged issue began two days prior to contacting lifescan. The patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient developed symptoms of faint, unsteady, shaky and sweaty. The reporter could not specify when these reported symptoms occurred. The reporter stated that the patient self-treated these symptoms with food/drink. The reporter stated that the patient did not test on any other device at this time. The cca was unable to fully troubleshoot the alleged issue as the reporter did not have testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.